Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. Customer reported that she was only able to deliver partial boluses. Blood glucose level was not provided. During troubleshooting, customer was able to get insulin to exit, but reported greater than normal resistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).